Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, broken belt clip rails and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that customer were hospitalized in emergency room due to high blood glucose and car accident (B)(6) 2019 with blood glucose of 450 mg/dl. The customer was treated by intravenous fluid. Customer was thrown on the floor and insulin pump was broken due to car accident. Customer does not want to troubleshooting. Customer stated that plunger was stuck in the insulin pump and not moving. Customer stated that reservoir lip ring was damaged. Customer stated that the reservoir was able to lock into place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed set.